Event description:
It was reported that the bd ultra fine¿ pen needle experienced the outer cover being unable to attach to remove pen needle from pen. The following information was provided by the initial reporter: consumer reported 1 pen needle where the outer cover would not attach onto pen needle to remove pen needle from pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-07. H6: investigation summary customer returned 2 used 8mm, 31 gauge pen needles. No teardrop labels were returned for lot confirmation. The pen needles were returned with their outer covers. The pen needles could be press fit into these outer covers without issues. The pen needles could not be dislodged from this position without direct force. The pen needle could still be extracted by tightening it onto an insulin pen, however. No defects were found. The pen needle and its components functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the outer covers not attaching as intended. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra fine¿ pen needle experienced the outer cover being unable to attach to remove pen needle from pen. The following information was provided by the initial reporter: consumer reported 1 pen needle where the outer cover would not attach onto pen needle to remove pen needle from pen.